Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09r5m, implanted: (B)(6) 2013, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s first lead wasn¿t placed right so the healthcare provider had to go back in (B)(6) 2013 and change the lead with a new one. No patient symptoms were reported. No further complications were reported.